Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 5.4 cm abdominal aortic aneurysm approx 1 month ago. Vessel morphology was reported as aortic neck was 22mm in diameter, 4 cm long, straight, and moderately calcified. Common iliac arteries were severely calcified, stenosed and moderately tortuous. The right iliac was 16mm in diameter, and the right femoral was 7mm in diameter. The left iliac was 10mm in diameter, and the left femoral was 5.5 mm in diameter. It was reported that after the endurant bifurcated stent graft was implanted via the right side, the gate could not be cannulated; the cannulation difficulties were attributed to a combination of severe stenosis of the left common iliac and the end of the ipsilateral limb was deployed in the distal aorta rather than into the right iliac, which thus prevented snaring from the ipsilateral side. During the cannulation attempts, wire access was lost. The physician will monitor the pt. The pt may be treated with an aui at a later time. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: inaccurate placement. Eval, results/conclusions: severe stenosis of the left common iliac).